Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). But was returned to olympus (B)(4). For the evaluation. The evaluation confirmed following. The insulation resistance at the distal end cap was too low. The objective lens and two light-guide lenses were damaged. The angulation range of the bending section did not meet the specification. There were some scratches on the insertion tube. The insulation resistance at the insertion tube was within its specification. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that after mucosal resection in the coecum of the patient using an electrosurgical-loop, the facility noticed that the color of the mucosa of the ascending transverse colon, where the insertion portion of the subject device contacted with, turned white. Other detailed information was not provided from the user facility.